Manufacturer narrative:
The insulin pump had missing segments partial display anomalies, grey screen anomalies or interference of screen anomalies noted during testing. Device passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was received with scratches on display window cover, scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced display anomaly. It was reported that images on display screen was grayed out and partially viewable. Customer's blood glucose was 60 mg/dl. Insulin pump would be replaced.